Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Technician alleges of experiencing difficulty breathing/short of breath and headache. There was no report of serious or permanent patient harm or injury. There was no medical intervention required by the patient. The device was returned to a 3rd party service center and no evidence of foam degradation found during device evaluation. The device's downloaded event log was reviewed by the service center and found no error log. The device passed all final test and the device software version v1.1.7.3260 has been upgraded. The device has been scrapped.